Manufacturer narrative:
B.5.medtronic received information that during use of a custom pack, it was reported that the cardiopulmonary bypass (cpb) circuit was installed without any particular issues, and the system was primed with 1500 ml of balanced crystalloids (1 l ringer's lactate and 500 ml of 0.9% saline) without any problems.cpb started without incident, the target flow rate was reached, and blood droplets were observed under the oxygenator.the blood droplets were wiped away , but they quickly reappeared and continued.the surgeon was immediately alerted and suspended the procedure, and a colleague was called to assess the situation.the leak was identified as being at the connection between the arterial pump tubing and the oxygenator inlet. Blood was leaking between the rigid plastic of the oxygenator and the pvc of the arterial line tubing, despite the presence of a factory crimp at this point.an additional crimp was added at the leak point and the bleeding stopped. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Device evaluation: visual inspection shows evidence of a leak path through the tie bands on the qb-inlet port. Note: the tie bands are loose and are able to be slid off the connection. Performance analysis: the second tie band was removed. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from the tubing/port connection. Conclusion: reason for the return was confirmed. D.1.brand name,2.product code,common device name,3.MFR name,street 1 ,country code,postal code,4.model,catalogue number,lot,UDI updated. G.2.PMA / 510(k) #updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator device, it was reported that the cardiopulmonary bypass (cpb) circuit was installed without any particular issues, and the system was primed with 1500 ml of balanced crystalloids (1 l ringer's lactate and 500 ml of 0.9% saline) without any problems.cpb started without incident, the target flow rate was reached, and blood droplets were observed under the oxygenator.the blood droplets were wiped away , but they quickly reappeared and continued.the surgeon was immediately alerted and suspended the procedure, and a colleague was called to assess the situation.the leak was identified as being at the connection between the arterial pump tubing and the oxygenator inlet. Blood was leaking between the rigid plastic of the oxygenator and the pvc of the arterial line tubing, despite the presence of a factory crimp at this point. An additional crimp was added at the leak point and the bleeding stopped. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The device was replaced to complete the procedure. Medtronic received additional information that there was 20ml of blood loss. No transfusion was required due to the blood loss. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.